Event description:
This complaint is not reportable based on the analysis completed in 2008. It was reported that during a coronary drug eluting stent treatment procedure, the 2.50x20 mm taxus express2 drug eluting stent (des) could not cross the pre-dilated 90% calcified, moderately tortuous lesion in the distal rca (right coronary artery). It was reported that the procedure was not completed, that a competitor's des would also not cross the lesion. No pt injuries or complications were reported. Pt's status is reported as"good". The device was returned without the stent intact in the delivery system.

Manufacturer narrative:
The device was returned for analysis and initial visual examination of the returned unit revealed that the relevant stent was not returned for analysis. A severe kink was found on the hypotube. Visual examination of the tip revealed tip damage. The tip was flared. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing documentation for the batch and sub-assembly batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification for this event will be that of operational context.